Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to a temperature alarm occuring while pump was charging and delay in insulin delivery via an alternate method. The pump was not exposed to extreme temperatures. Customer administered a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.